Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine follow-up, it was noted that inappropriate asystole and bradycardia episodes were stored as a result of intermittent undersensing on the implantable cardiac monitor. The patient was asymptomatic. No intervention was performed. The patient will continue to be monitored.